Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve in the aortic position, the delivery system could not advance through the esheath. There was no report of patient injury. As per pre-decontamination evaluation, the commander delivery system with valve inside the esheath was returned for evaluation.  A liner tear from distal strain relief of 5¿ in length and liner strand from distal strain relief 1.5¿ in length were observed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation inserted through the delivery system after being used in the procedure.  The returned esheath was visually inspected and the following was noted: crimped valve was exposed and stuck at 2.5¿ from strain relief; liner strand was approximately 1.5¿ in length and located 2.25" from distal of strain relief. It was still attached; puncture on hdpe was observed 5.75¿ from the distal tip; liner tear started 2¿ from distal of strain relief, and 5¿ in length; scratches were observed on the sheath shaft. It was 3.5¿ in length and located 5.75¿ from distal tip of sheath; approximately 0.75¿ length of distal tip was unopened due to the delivery system was not advanced through the sheath or stuck in the middle of sheath; two (2) kinks on the sheath shaft, which were located 0.5¿ and 2.25¿ from the distal of strain relief. Due to the nature of the complaint, no applicable functional was performed. The evaluation was performed through visual inspection. Dimensional testing was performed and the liner thickness was measured along the length of the liner tear.  All measurements met specification. During manufacturing, the esheath shaft component was 100% visually inspected for any defects. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  All testing passed specification. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review revealed no additional similar complaint related to sheath shaft resistance with deliver system, liner torn, and liner strand. A review of the complaint history from february 2019 ¿ january 2020 revealed additional similar returned complaints for the esheath introducer sheath (all models and sizes) for sheath shaft resistance with deliver system, liner torn, and liner strand. The complaints were confirmed, however, no manufacturing nonconformities was identified in the evaluations.  Available information suggests patient/procedural factors may have contributed to the reported events.  A review of the complaint history revealed that the occurrence rate did not exceed january 2020 control limit for the trend categories. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath shaft resistance with deliver system, liner torn, and liner strand were confirmed based on visual inspection of return device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. As reported, ¿the commander delivery system with crimped valve could not be advanced through the esheath.¿ per training manual instructions, ¿push force can vary due to vessel diameter, tortuosity, and degree of calcification.¿ while no information was provided about patient access vessel characteristics, it is possible that the factors stated above may have contributed to the complaint event. Undersized or calcified vessels can prevent the sheath from fully expanding while tortuous anatomy can create challenging pathways that can lead to resistance during delivery system insertion. Although patient¿s vessel characteristics were not provided, scratches on the hdpe shaft can be an indicative of sheath interacting with vessel calcium. Calcification can prevent the sheath from fully expanding to allow for a smooth delivery system advancement, resulting in the reported resistance. Calcification can interact with the sheath, weakening the liner material and making it more susceptible to tear. Per imagery review, a valve observed to be stuck in the sheath with the sheath liner torn. It is possible that the physician may have added additional forcing during device maneuvering to overcome the resistance which would have caused the damage to the valve to penetrate through the weakened liner and tear it. There is a potential for one of the struts to have been exposed which could have been caught on the torn liner and further caused the observed liner strand and damage to the shaft. Available information suggests that patient factors (access vessel characteristics) and/or procedural factors (excessive device manipulation/ valve strut caught on liner) may have contributed to the reported events. However, without available imagery or the devices for evaluation, a definitive root cause was unable to be confirmed. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation, and the occurrences did not exceed the control limit, a product risk assessment escalations, and corrective/preventative actions are not required.